Event description:
It was reported that the patient presented during a follow-up clinic the right ventricular lead exhibited noise oversensing with noise reversion episodes. Programming changes were made. The patient was asymptomatic.